Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under her breast. The skin was described as red, bumpy, and raw. The patient's doctor prescribed a cream. The patient indicated that the irritation was better.